Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure in the common iliac artery, using an ipsilateral approach, the fox plus balloon ruptured at 6-8 atmospheres during the first inflations. The complete balloon was removed from the anatomy. A non-abbott balloon was used to continue the procedure. There was no adverse patient effect. There was no additional information provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.